Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a dental needle. The customer states that the needle broke off approximately 1mm-2mm while in the patient's gum.